Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for a follow-up with the patient¿s implantable cardioverter defibrillator in back-up vvi. A device download successfully restored the device to its intended settings. The patient was stable during and after the download